Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in the vascular artery. A /14-4/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured while being inflated within the nominal to rated pressure range. The balloon was then removed, and it was observed that the tip portion had separated. The procedure was successfully completed using a second device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the xxl was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 720mm distal of the hub. From the complete circumferential tear, the distal section of balloon material was also torn longitudinally. No other issues were noted with the balloon material. As per specification, the rated burst pressure for this device is 8 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found two complete separations of the shaft. The first separation is located approximately 715mm distal of the hub. The second separation is located approximately 12mm distal of the first separation. Severe stretching damage was noted to the middle section of shaft. The distal section of shaft includes the distal section of balloon material and the tip of the device.

Manufacturer narrative:
Device evaluated by MFR: the xxl was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 720mm distal of the hub. From the complete circumferential tear, the distal section of balloon material was also torn longitudinally. No other issues were noted with the balloon material. As per specification, the rated burst pressure for this device is 8 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found two complete separations of the shaft. The first separation is located approximately 715mm distal of the hub. The second separation is located approximately 12mm distal of the first separation. Severe stretching damage was noted to the middle section of shaft. The distal section of shaft includes the distal section of balloon material and the tip of the device.

Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in the vascular artery. A /14-4/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured while being inflated within the nominal to rated pressure range. The balloon was then removed, and it was observed that the tip portion had separated. The procedure was successfully completed using a second device of the same type. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in the vascular artery. A /14-4/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured while being inflated within the nominal to rated pressure range. The balloon was then removed, and it was observed that the tip portion had separated. The procedure was successfully completed using a second device of the same type. There were no patient complications as a result of this event.